Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed downstream occlusion while calibrating the ultrasonic sensor. A device history review revealed no issues that could have caused or contributed to this service finding. It was determined that force sensor scale factor calibration was required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed downstream occlusion while calibrating the ultrasonic sensor. No additional information is available.